Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported three days post-procedure, high threshold, low impedance and decreased sensing was noted on the right ventricular (rv) lead. Fluoroscopy found lead perforation. During an attempt to reposition the lead, the helix would not retract and stylet was difficult to be removed. Once the stylet was removed, the helix would not extend. The physician decided to implant a new rv lead.

Manufacturer narrative:
The reported event of cardiac perforation, unacceptable capture threshold, low pacing impedance, and r-wave amplitude variation was not confirmed, while the reported event of helix mechanism issue and difficult to remove stylet was confirmed. As received, a complete lead was returned in one piece without a stylet, and helix retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region, consistent with procedural damage. Unable to perform stylet insertion/removal test due to over torqued inner coil at the connector region. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue and failure to remove stylet was isolated to the over torqued of the inner coil and helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. The tip stiffness test was performed, and all values were within specification.